Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery alarm test and the prime test. The motor passed the motor test and no motor error alarm was noted. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported by the customer that received multiple no delivery alarms as well as a motor error alarm during bolus. Customer's blood glucose level at the time 317mg/dl. Advised insulin pump would be replaced. No additional information is provided.